Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not pumping up. During the procedure the existing device was removed and a new ipp was implanted. There was no specific device malfunction with the explanted device. The patient did not experience any adverse event and was said to be healing following the procedure.